Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro dissection tip came apart. At the end of the procedure, it was noticed that there was a large section missing from the proximal end of the tip. They could not find all of the pieces and some might be in the leg still. An x-ray was done, but nothing was found. The pieces that were found were retrieved though the original incision. There were no other patient effects reported. No replacement was used, as the case had been completed when the tip broke. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to cardiac surgery on (B) (6) 2010, for investigation. The visual inspection revealed that the conical tip was securely attached to the juicer body and formed a complete assembly. There was a small fracture on the proximal end of the tip. A 2/3 of the tip was detached with only 1/3 of the circumference of the proximal end still intact. Of the 2/3 that had detached, 1/2 was returned and another 1/2 was not received. There was some evidence of blood on the tip. Based upon these findings, the reported failure was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. This issue is being investigated through the maquet CAPA process. A supplemental report will be submitted if additional information is obtained. (B) (4).